Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for spinal pain and post lumbar laminectomy syndrome. It was reported that a pump alarm occurred. The patient was at the emergency department (ed) in (B)(6) with the audible critical pump alarm occurring and the patient¿s follow-up/managing physician was in (B)(6). It was further noted that (B)(6) 2018, was the last pump refill and the patient was due for a refill beginning of (B)(6) 2019. On (B)(6) 2019, was when the patient first heard their pump alarming. The patient had already been to the ed and sent home but was back again. The healthcare provider thought the patient had contacted the, manufacturer¿s patient services prior to this to locate a physician in (B)(6) area that could refill the patient's pump, because the patient did not want to have to travel back to (B)(6) to have their pump refilled. At the time of the report technical services could not locate any previous calls regarding this patient so it was believed the patient must have spoken to someone else, but thought it was the manufacturer¿s patient services. The healthcare provider did not have any programmer to confirm pump status/event logs and the ed did not refill pumps. Troubleshooting and pertinent information per the reporter¿s inquiries including empty reservoir information was reviewed at the time of the report. No patient symptoms were reported. No further patient complications have been reported as a result of this event.